Event description:
An olympus representative reported to olympus, on behalf of the customer, the evis lucera duodenovideoscope forceps raising lever had an air leak. Upon inspection and testing of the returned device, foreign matter in the nozzle was discovered. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of foreign matter adhered to the nozzle caused by insufficient or incorrect reprocessing found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the nozzle was deformed and had drainage failure, angle play and insufficient angle, the bending section adhesion was chipped, the image guide corrugated pipe, switch button 1 had a scratch and the connector flooded. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event.

Event description:
According to the reporter, the customer reported event occurred on (B)(6) 2022, during a leak inspection of the reprocessing process. There were no additional details regarding the patient or event reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material in the nozzle was recognized but unspecified. Moreover, deformation of the nozzle was observed. There is no obvious deviation of reprocessing as described by the customer. It is likely that deformation of the nozzle caused insufficient reprocessing. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.